Event description:
Account stated that they obtained unstable flags on 32 patient ise samples and gave the following example of a discrepant sodium result: initial result: 124 mmol/l, repeated as 146 mmol/l. The incorrect result was not reported. The field service representative found the waste pump was leaking and repaired the instrument.